Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega needle driver instrument had a loose wire identified. No fragments in the abdomen. The instrument was safely removed. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: no unintuitive movements were identified. Loose wire was noticed quickly. Field was accessed for fragments. None identified. It didn't cause any delays. Instrument was removed, replaced with new one. Case continued.